Manufacturer narrative:
In the initial MDR, the last line of b5 describe event or problem should have been: "the second repeat result was 14.07 pg/ml with a data flag." Instead of: "the first repeat result was 14.07 pg/ml with a data flag." Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation determined the bent sipper probe had caused the event. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys troponin t hs and hcg+beta elecsys results from multiple patient samples tested on the cobas e411 rack. The reporter was able to provide two patient samples with discrepant results. This MDR is for the troponin t h assay. Please refer to MDR with a1. Patient identifier (B)(6) for the hcg+beta assay. The initial troponin t hs result was 205.2 pg/ml. The first repeat result was 13.82 pg/ml. The first repeat result was 14.07 pg/ml with a data flag.

Manufacturer narrative:
The serial number of the customer's cobas e411 rack is (B)(6). The field service engineer (fse) replaced the sipper probe. He also verified the alignments of the sipper, sample probe, and reagent probe. He performed primes and mechanical checks with successful results. The investigation reviewed the calibration data and the results were within specifications. The events were not influenced by the calibration for both assays. The investigation reviewed the qc data and the results were within specifications before the patient sample was run. The investigation reviewed the alarm trace and no issues were noted. A general reagent problem was not present, because the qc before the event was within ranges the investigation is ongoing.